Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping cystic artery, the surgeon found that the jaw was broke and dropped into the pt's abdomen. The piece was removed laparoscopically. The case eas extended 15 mins.